Event description:
Customer states: needlestick and safety is flimsy and did not cover the needle. Date of injury: (B)(6). Greiner bio one needle. How injury occurred: completed blood draw, engaging safety lock, but it did not lock. Placed on tray, once time of disposal grabbed it and pricked rt finger. "Life threatening?" No. "Permanent damage?" No. "Medi/surg intervention?" No.

Manufacturer narrative:
Complaint #: (B)(4). Samples of the customer were only recently received and forwarded for investigation to the manufacturer, where we purchase the product from. As soon as the investigation is completed a supplemental report will be filed.

Manufacturer narrative:
Complaint statement (B)(4): received (B)(4) pcs 450061/21i02d, and (B)(4) pcs 450061/21g23c unrelated to the complaint. Received 100pcs 450061/21i02d for evaluation from customer's earlier separate complaint. No customer pictures were provided. We have no further inventory of the material/batch. We forwarded the complaint and customer samples from the previous complaint to our supplier from which we receive these products. According to their investigation and comments, manufacturing and inspection records of the concerned material/batch were reviewed, and no abnormalities could be observed. Retain and customer samples were visually examined. No abnormalities such as damage were found. The rigidity of the needle tubes was tested; all were within the range of standards. The alleged malfunction cannot be confirmed.